Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd venflon¿ pro safety shielded IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: customer information: unfortunately, we have seen repeated complaints about leaking pvc. It is leaky in the white hood and it helps only a little to tighten it "violently".